Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a bad piezo. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump powers ¿on¿ and displays ¿verify¿ screen, pump boots up with auditory and vibration, but the audible sound is low, pump failed an audible sound test, pump was opened and a bad piezo was found after audible circuit inspection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.